Manufacturer narrative:
Analysis of programming history.

Event description:
Operative notes from this patient's generator revision due to end of service on (B)(6) 2010 were received on (B)(6) 2013. The notes indicated that general endotracheal anesthesia was performed. There were difficulties with saturations during the course of the case that needed manual bagging. The revision surgery was successfully completed with minimal blood loss. The patient was extubated and brought to recovery after the procedure. The patient was referred for surgery due to an increase in seizures and failure to program of the generator related to a loss of therapy from the device being at end of service. A battery life calculation resulted in negative results.